Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), pacemaker interrogation indicated an error occurred, and device exhibited no pacing. Complete interrogation was not possible, and a session could not be saved. Review of ipg information indicated single bit error occurred with power on reset (por) and the device recovered successfully. The ipg remains in use. No patient complications have been reported as a result of this event.